Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The eval could not reproduce the reported upstream occlusion alarms but review of the history log confirmed them. Further eval found cracks in the upstream sensor tail pins which are known to cause false upstream occlusion alarms. The upstream sensor assembly was replaced.

Event description:
It was reported that a spectrum pump has a false upstream occlusion alarm. It was also reported there was no pt involvement.